Event description:
Hello dear, everything ok with you? Today I had a very motivated lady for a consultation, who has been diabetic for many years, works with sensors and injects several times a day, (4 times) to achieve optimal glycemia. She has been working with your needles for years and tells me that in recent months there are many needles that are clogged when used for the first time. She meticulously places the needle on the pen. Xxx. Is very meticulous, is a professional jewelry designer and actually wants to change companies because she is no longer satisfied. I promised her to report this to you. Greeting complaint: clogged needles.

Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.